Manufacturer narrative:
(B)(4): testing confirmed the contrast, down, and ok buttons are intermittently responsive. The keypad is torn and was removed for investigation. Contamination was found under all contacts. The bolus button is torn but responds properly. Unrelated to this complain, the display is dim/fading. When replaced with a test screen this display functioned properly.

Event description:
It was reported that the buttons are not responding with every button press. No reported peeling of the keypad however the buttons look worn.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.